Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced pain at the ipg site. The patient refused program optimization and opted to have the device removed. Nevro attempted to obtain a medical assessment from the physician regarding the pain but no additional information was available.